Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing leakage event at the site on (B)(6) 2026. The infusion set was in use for around a day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.